Manufacturer narrative:
(B)(4) date sent: 1/19/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e00t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreatectomy, the knife did not return properly at 5th firing of common hole closure at stomach-jejunum anastomosis. Gst60d was used. Knife reverse switch was used to open the jaws. The same issue occurred at the common hole closure at braun anastomosis. Gst60w was used. Knife reverse switch was used, but the issue did not improve. Manual override lever was stiff and could not use for about 5 minutes. Open button was pressed, and the jaws opened, and the case was completed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # 681c24. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60w reload loaded on the device and it was received fully fired. In addition, one gst60d reload (b) was received fully fired. Upon further inspection, the reload (b) was found to have damage on the knife channel. Also, tissues and b-formed staples adhered to the cartridge body. During the visual inspection, tissues and some staples were stuck in the jaw and they were removed from the jaw by rinsing. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have nicks. Once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The found damage on the deck and the knife are consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 681c24, and no non-conformances were identified.